Event description:
It was reported that pump repeatedly displayed a cartridge change error even after customer followed instructions to inspect and clean cartridge area and reload cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use backup insulin pump for insulin delivery, place malfunctioning pump into storage mode, and return it to tandem within specified time frame, while technical support arranged shipment of replacement pump.